Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi 8015 error code 800.8000. Account name: (B)(6) healthcare system medical center. Account #: (B)(4). Asset name: 8015ls pcu n america v9.33.1 a/b/g/n. Asset location: contact: (B)(6). Contact email: contact phone: (B)(6). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: 8015 sn: (B)(4) customer was getting the error code of 800.8000 and wanted to know how to fix this problem. I explain to the customer that he would need to re flash the 8015 and also transfer his network configuration back to the unit as well. The customer stated that he really don't know how to flash a unit. So I walk the customer through flashing the unit when the fifs was enable. I informed the customer that he would need to get his it department to disable the fifs. The customer said ok and that he would call back if need to. The call was ended. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: flashing unit. Case resolution: I explain to the customer that he would need to re flash the 8015 and also transfer his network configuration back to the unit as well. The customer stated that he really don't know how to flash a unit. So I walk the customer through flashing the unit when the fifs was enable. I informed the customer that he would need to get his it department to disable the fifs. The customer said ok and that he would call back if need to. The call was ended.